Event description:
It was reported that a malfunction with code 12 occurred without any notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.